Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no notable conditions. Functionally, the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. A device resistance failure was found. The readings on the multimeter were high and inconsistent. When the device was disassembled, crushed jaw wire were found. The wire were likely crushed during assembly. The device was brought to the attention of manufacturing. It was reported that the handpiece was unable to seal and there was no evidence of energy supply. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of alarm activation. The most likely cause was determined to be manufacturing related. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after an hour of use for a thoracoscopic esophagectomy, the handpiece was unable to seal at the time of p eri-esophageal membrane dissection. There was a sound of seal completion, but there was no evidence of energy supply. The re-grasp alarm also sounded. Some dirt was observed in the jaw region and it was cleaned every time it gets dirty. A new handpiece was used and it worked fine. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.